Event description:
The reporter stated that the surgeon implanted a 10.5 diopter, aq2010v 3 piece silicone lens in 2004. A week later the lens was explanted due to a retractive surprise. The incision was enlarged to remove the lens. The lens was replaced with an 8.0 diopter, aq2010v 3 piece silicone lens. A suture was required to close the wound. The reporter stated that the patient is doing fine.